Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No further information has been reported.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No further information has been reported.

Manufacturer narrative:
Additional information was received indicating the reason for revision was to replace a primary cell ipg with a rechargeable ipg.